Event description:
A complete se iliac peripheral bare metal stent was implanted without any reported issues. Approximately 57 months post the index procedure the patient suffered a fall/trauma and fractured the previously implanted stent. A revascularization of stenosis in the popliteal artery was carried out with the implant of another stent. No further clinical sequelae were reported.

Manufacturer narrative:
Results: fall/trauma most likely root cause of the reported stent fracture. Device or procedural images not received for evaluation. Restenosis of vessel. Conclusion: fall/trauma most likely root cause of the reported stent fracture. Device or procedural images not received for evaluation. Restenosis of vessel. (B)(4).